Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the pt lost stimulation. The charger and the pt programmer were unable to communicate and recharge the scs ipg. The pt reported that the stimulation would shut off by itself frequently. A new charging system was unable to resolve the issue. No further information is available at this time.